Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty power switch could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. Additionally, the evaluation found an old version main switch stuck in on position and a worn-out video connector latch causing poor connection with pigtails and metal exposed on top cover and old software version. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that the power switch cannot be turned off on the evis exera iii video system center. The reported issue was due to a power switch failure and occurred during an unspecified procedure. There were no reports of patient harm.